Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to not correcting all the astigmatism in the patient's eye. Additionally, it was reported that the patient had a hard time focusing. The lens was replaced in a secondary procedure.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens is cut in half and has viscoelastic (ovd) and surface residuals (fiber/particles) on the lens. Considering the condition of the returned lens, additional analysis is not possible. The manufacturing record review was performed. All process operations presented in the manufacturing record review were in compliance with manufacturing specifications. No deviation or non-conformity related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method that could be related with the complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.